Event description:
Information received does not address the patient's clinical status but notes that histograms indicated that all pacing was at the base rate of 60 ppm. The clinician programmed the sensor to a more sensitive setting and had the patient take a brisk walk. The sensor indicated rate histogram showed all counts at the base rate. The clinician indicated that the sensor had not functioned properly since a download was performed in may of 2001.